Event description:
It was reported that cartridge alarm 30 occurred, and caller described it as a repeat of a past event related to a cartridge issue. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding customer actions or support interventions related to this event.